Event description:
It was reported that during a thyroidectomy procedure, little flecks of the white pad came off and into the patient. The area was irrigated to remove the particles. Another device was used to complete the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
To specification. Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The tissue pad was returned in good condition and no anomalies were noted during testing. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.